Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell while wearing the pump and as a result the touch screen became cracked and unresponsive. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer regarding back-up insulin therapy, but no response was received.